Event description:
It was reported that during a biliary drainage procedure, guide wire removal difficulties and a bile leak occurred. An st/035/145 amplatz super stiff guidewire was advanced through a drain located in the gallbladder. Upon removal of the amplatz wire, resistance was felt and the device became stuck. The physician ran a sheath over the wire and was able to pull everything out as a system. Once the wire was outside the patient it was noted that the tip of the wire had unraveled. The procedure was completed with this device; however, a small bile leak was noticed. The bile leak was managed with the drain that was placed and pain medication was administered to the patient. No additional patient complications were reported and the patient¿s current condition is stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the unit returned presented the coil wire unraveled, as part of overall visual revision. The visual inspection was performed and the device presents: the distal end severely damaged (coilwire unraveled and the corewire fractured). All the outer diameter measurements taken were according to specifications. The guidewire overall length could not be measured due to the condition of the returned device. The returned device was sent for external analysis with the following results: failure was located in a transition area of a cylindrical wire to a flat wire and failure occurred due to a fatigue by cyclic bending overload followed by a tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a biliary drainage procedure, guide wire removal difficulties and a bile leak occurred. An st/035/145 amplatz super stiff guidewire was advanced through a drain located in the gallbladder. Upon removal of the amplatz wire, resistance was felt and the device became stuck. The physician ran a sheath over the wire and was able to pull everything out as a system. Once the wire was outside the patient it was noted that the tip of the wire had unraveled. The procedure was completed with this device; however, a small bile leak was noticed. The bile leak was managed with the drain that was placed and pain medication was administered to the patient. No additional patient complications were reported and the patient's current condition is stable.